Event description:
It was reported that the procedure was converted to an open procedure.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken flowport cannula. Probable root cause: design: inadequate raw material selection, poor assembly design, inadequate packaging design, manufacturing: incorrect raw materials used during processing, device incorrectly assembed, application: inappropriate handling of device during previous use/reprocessing. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the procedure was converted to an open procedure.